Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 8mm amplatzer septal occluder was selected for implant on (B)(6) 2024. During implant the device took on a cobra shape. The device was removed from the patient and replaced with a new 9mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. There were no clinically significant delays in the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not conclusively be determined. Please note per the instructions for use, the recommended size delivery system for an 8mm septal occluder is a 6f.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that a 7f delivery system was used to deliver the device which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.